Event description:
Report received from the us stating that the device was leaking oil. It is known that this event did not occur during surgery; in addition, there was no pt/user injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).